Manufacturer narrative:
Pending investigation. D10: crown cup,cluster-hole gr.54 (cat #: 180-01-54 / serial #: (B)(6).

Event description:
As reported by the germany competent authorities, as part of the manufacturer's recall campaign, the male patient came in for a check-up. The x-ray and CT scan showed a clear decentration of the prosthesis head and unusually coarse osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed on (B)(6) 2024, for a vite-hardened, specially approved inlay (novation xle, +5mm lateralized liner, group 2, i.d. 36mm). As part of the replacement operation, in addition to the inlay exchange, the firm socket integrity was determined, as well as curettage and filling of the cysts in the socket using cerament bone filler and the prosthesis head was changed. The explants are currently in the hospital¿s laboratory practice for microbiological examination using sonication.

Manufacturer narrative:
H2: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.